Manufacturer narrative:
Correction h11: the device was received for evaluation. During functional testing, the reported problem "alarm in audible" was not reproduced. A review of the event history was not performed as the history log cannot identify if alarms are audible or not. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The I/o board was found failing which is a potential cause of audio issues. The I/o board will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "alarm in audible" was not reproduced. A review of the event history log revealed "system error 101!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as ec101. The cause of the condition was the failed I/o pcb. The I/o pcb required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed inaudible during an unspecified process step in the intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.